Event description:
It was reported that this inflatable penile prosthesis was removed as the patient was dissatisfied due to the left cylinder being too short and crossed over. A new inflatable penile prosthesis was implanted following a washout and remeasurement. No patient complications were reported.